Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that on (B)(6) 2013 at 10:00 am, she woke up not feeling well. She started vomiting and had a blood sugar reading on her aviva meter of 75 mg/dl. She treated herself with novolog insulin, 10 units. She waited for an unknown amount of time and she became sicker and continued to vomit. Her sister called the ambulance where the paramedics transported her to the hospital. She does not know what her blood sugar reading was as she was in and out of consciousness. Customer could not have treated herself. She believes that she heard hospital personnel say her blood sugar was in the 1200s-range mg/dl when she arrived at hospital, but cannot be certain. She received an IV drip (contents and amount not provided) for treatment. She was diagnosed with dka and spent 5 days in the hospital. Customer was released on (B)(6) 2013. Her blood sugar was around 140 on hospital meter when she was released. Requested return of suspect device and strips, and replacement was sent.